Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons breaking up. Top layer coming off [device breakage]. Case description: reporter called stating the tampons were breaking up inside the reporter's girlfriend. The top layer was coming off, but the pieces were removed. No injury was reported.